Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The sensor broke after implantation. It was removed immediately and there were no adverse consequences to the patient. The surgeon would like to know whether the breakage was caused by heat or tension.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was foreign matter over the sensor area. The catheter material was stretched, with suture material attached. The catheter material was severely mashed 10.7 cm from the sensor case. The internal wires were exposed and broken and there was tape on the connector. Due to the condition of the device as it was received, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.